Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k hemodialysis machine that removed more fluid at a faster rate than the programmed ultrafiltration (uf) rate. As a result, the patient reportedly gained 400ml from the previous treatments. It was confirmed that the patient sounded the tmp and venous alarms during treatment. It was confirmed the same scale was used for pre and post weight, and that no adjustments were made to the patient¿s uf goal, rate, or time. It was reported that the uf function was turned off during treatment. The patient had a gastric tube feeding during treatment and reportedly complained of feeling tired and irritable. It was confirmed that a normal saline bolus was administered. The patient reportedly did not require an extra treatment as a result of the issue. It was confirmed that the machine was calibrated, which resolve the issue and returned the machine to service. It was confirmed that no parts were available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Device codes the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k hemodialysis machine that removed more fluid at a faster rate than the programmed ultrafiltration (uf) rate. As a result, the patient reportedly gained 400ml from the previous treatments. It was confirmed that the patient sounded the tmp and venous alarms during treatment. It was confirmed the same scale was used for pre and post weight, and that no adjustments were made to the patient¿s uf goal, rate, or time. It was reported that the uf function was turned off during treatment. The patient had a gastric tube feeding during treatment and reportedly complained of feeling tired and irritable. The patient also had a reported blood loss of approximately 100ml. The customer advised that a saline bolus was not administered. The patient reportedly did not require an extra treatment as a result of the issue. It was confirmed that the machine was calibrated, which resolve the issue and returned the machine to service. It was confirmed that no parts were available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.